Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg displayed the elective replacement indicator (eri) message. It is unknown if the message displayed prematurely or normally. The device is still providing therapy. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.